Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient experienced one infusion set was leaking at site. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.